Manufacturer narrative:
A comprehensive investigation was conducted on discovery. A review of the manufacturing records for the lot identified no substantial deviation and purport the product was manufactured and distributed in compliance with FDA, state, local, and manufacturer operating procedures. There was no report of device failure at the time of surgery. Tests of a sister graft from the same lot met specifications. This MDR has been filed out of an abundance of caution.

Event description:
A patient had ventral hernia repair with acell device used as reinforcement. Subsequently developed a seroma and had surgical drainage, debridement, and closure.